Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, an unknown time after the wearable failure occurred, the patient experienced loss of consciousness and when a fingerstick was taken the blood glucose reading was 20 mg/dl. The patient was treated with intravenous glucose by paramedics. There was no information of further medical evaluation or intervention, and it was not reported that the patient was brought to the hospital. However, it was reported that the paramedics removed the sensor and threw it away. At the time of the report the patient felt fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.